Event description:
It was reported by the customer's wife that the customer is deceased. Customer's wife stated that her husband was in the hospital for a kidney infection, but then went into congestive heart failure and died. Customer's date of death was (B)(6) 2014. Customer last blood glucose level 226 mg/dl. Customer was wearing the pump at the time of death. Customer's wife does not want the pump back. Customer's wife stated that she does not think her husband's death had anything to do with the insulin pump. Her husband died of congestive heart failure. Customer's wife stated that she did not ask for an autopsy. She wanted to donate the pump. Customer later declined. Customer agreed to return the pump for analysis, but does not need the pump to be returned. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.